Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple over-sensing episodes and an insulation breach were noted on the right ventricular (rv) lead. The rv lead was extracted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of ¿rv lead oversensing¿ and ¿insulation was breached¿ were confirmed. As received only the distal end of the lead was received for analysis. Visual inspection of the lead found an external insulation abrasion (noted at 48.4 cm to 48.6 cm from the distal tip) exposing the outer coil located proximal to the suture sleeve tie impression consistent with friction to the device can. The reported event of ¿rv lead oversensing¿ was isolated to the exposure of the outer coil in the abrasion region.

Event description:
New information received notes noise was also observed on the lead which resulted in the previously reported over-sensing.